Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported complaint has been confirmed. During laboratory analysis, the product surveillance technician (pst) observed a "check air sensor" message displayed on the central control monitor (ccm). The air sensor icon on the ccm flashes yellow with an audible alert. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. Per manufacturer's subsidiary, the reset button is always grey and unable to be reset. The air bubble detector (abd) was on the arterial line when the issue occurred. Replacing the air sensor corrects the problem.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, there was a 'check air sensor' error message displayed and the air bubble icon continuously flashed yellow. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.